Event description:
Family member called to inform minimed that their pt has been hospitalized for high blood glucose. Family member had to call back as their pt's physician called them on their other phone. No further details provided.